Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2025 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. It was mentioned that the patient had a non-device related fall. Imaging confirmed that the leads migrated. The patients pain area was optimized and covered. No further action needed at this time.